Event description:
The patient was replaced due to high impedance. The devices have not been received by livanova to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had high impedance. The patient did not have x-rays taken, and there was no trauma believed to be related. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.